Event description:
It was reported a wireless module would not connect to the customer's network. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Module received inoperable due to a "will not connect" condition. This was caused by a failure on the radio pcb rendering the unit un-repairable. The un-repairable wireless module was removed from svc.